Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was getting sensor error alarms and no cannula when customer removed the sensor. Customer's blood glucose was 126 mg/dl. Troubleshooting was done for calibration error and sensor cannula and introducer needle break. During the troubleshooting, it was determined that patient was not calibrating at the appropriate times and frequency. Advised customer that sensor would be replaced. The customer was reassured that unlikely the sensor fractured and most likely the result of a sensor retraction. The customer was also advised to return sensor for analysis. The customer was referred to their healthcare provider for treatment. No further information provided.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed visual inspection. One of the two sensors had a cannula retracted inside of the sensor base. Unable to confirm that the customer received the sensor in said condition due to the sensor being opened when it was received. The second sensor was also returned opened, and it failed per specification due to low readings.